Manufacturer narrative:
Citation: "arterial embolization with onyx of head and neck paragangliomas" michelozzi c, januel ac, cuvinciuc v, et al. J neurointervent surg 2016;8:626¿635. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00425.

Event description:
Medtronic received information through review of literature that 11 procedure related complications with cranial nerve (cn) deficits occurred in 8 patients. Three patients had new facial nerve palsies that regressed to house brackmann scores of grade I or ii (two patients). Post-embolization new x (cn) palsy occurred in 3/29 patients (2 dysphonia, 1 dysphonia-dysphagia) and worsening of a preexisting deficit in 2 patients (1 dysphonia and 1 dysphagia); dysphonia remained stable in two cases, whereas all of the other patients had partial regression at follow-up. In two cases there was an associated xii (cn) deficit (patient nos 11 and 14); one regressed and one remained stable.